Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any harm to the patient as a result of the clip did not form fully? Answer: no, it did not cause any harm as surgeon/scrub nurse was aware of the misformed clips after firing sequence during the procedure and they have used other alternatives (eg. Other endoclips) as reinforcement on the structures. What is the lot number of the product? Answer: the lot number of the product is p4ry28.

Event description:
It was reported that the clip is not fully formed after firing.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2018. Batch # p92r2k. It was reported that there is a manufacturing defect on the ligamax 5mm clip applier whereby the clip is not fully formed after firing. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. As no conclusion could be reached as to what may have caused the reported incident, the reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.